Event description:
A trilogy evo ventilator was reported to have failed active exhalation test during service resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. The device's proportional valve was ordered for replacement to address the issue. Philips field service engineer is scheduled onsite to evaluation and repair the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.